Event description:
The patient experienced no stimulation. Implantable neurostimulator interrogation revealed impedances greater than 10,000 ohms. The lead was replaced. Afterward the patient felt stimulation. Within a few days, the patient began to feel shocking in his back. Impedances were normal. The extension was explanted due to breakage. The patient recovered without sequela after device replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The extension was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.